Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The analyst indicated there is no threshold or electrogram data in the save to disk.

Event description:
It was reported that an right atrial (ra) lead dislodgement was suspected one day after initial implant. The lead was repositioned. Prior to completion of the procedure, sensing measurements were assessed and p-waves were noted to be smaller than they were at the time the lead was connected to the device, though threshold and impedance values remained the same. The physician was notified and chose to keep the lead in use without further revisions. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.